Manufacturer narrative:
On (B)(6) 2017 the medical affairs director made the following analysis: partial hip revision surgery occurred 4 years after primary tha in a (B)(6) man. Radiographic images provided show the presence of radiolucent lines around the stem suggesting implant mobilization. Aseptic loosening is a possible literature described adverse event after cementless total hip replacement and causes are often unknown. The reason of this event cannot be determined. Batch review performed on (B)(6) 2017 lot 114747: (B)(4) items manufactured and released on 01 mar 2012. Expiration date: 2017-01-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient reported pain.the surgeon determined it looked loose. Performed revision surgery and found that the stem was loose